Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery. A 4.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, on the second inflation at nominal atmospheric pressure for 30 seconds, the balloon ruptured. The device was successfully removed with no damage observed and was replaced with a different device to complete the procedure. No complications were reported, and patient status was good.